Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blue stripes in the image and cable failure. A root cause could not be identified. Based on the results of the investigation, it is likely the image issues were due to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera had an abnormal image. The issue was found prior to an unspecified therapeutic procedure. There was no report of harm.